Event description:
Surgeon was closing umbilicus incision with 2-0 vicryl CT sutures when the needle broke off. Surgeon attempted to locate needle in the incision. The c-arm was used to locate the needle. A larger incision was made to explore the abdomen and retrieve the needle.